Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a fresenius clinician reviewed the information provided for this customer experience (ce). Treatment sheets were provided. Although a temporal relationship exists between the 2008k hd machine and the cardiac arrest, and subsequent death, there is no documentation that suggests a causal relationship between the adverse events of the cardiac arrest of the patient and any fresenius products. Additionally, there has been no allegation of device malfunction or deficient product(s) and the association with the adverse events. The clinic manager stated the adverse event was related to the patients preexisting medical conditions. The subsequent expiration was a result of the removal of the patient from life support.

Event description:
A biomedical technician at the user facility reported that a patient coded while undergoing hemodialysis (hd) treatment on a 2008k hd machine. The patient had acute renal failure and had only been undergoing hd therapy for the past one (1) month. The following details were provided for the adverse event. Approximately three (3) to five (5) minutes after the initiation of the hd treatment, the patient experienced cardiac arrest and coded. The hd therapy was discontinued and the blood within the extracorporeal circuit was returned. No blood loss occurred. The rapid response team was called and the patient was transferred to the intensive care unit (ICU). The patient¿s condition stabilized, however, the family decided to end life support. The patient subsequently passed a few days later on (B)(6) 2017. Follow-up was received which revealed that the adverse event was related to the patient¿s existing preconditions and not the fresenius products used during the hd treatment. The patient had acute renal failure, heart issues (arrhythmia), and liver issues. No malfunction of the 2008k hd machine was observed or identified, prior to, during, or following the hd treatment. There was no allegation that a dialyzer malfunction occurred. The machine was not available to be evaluated by the manufacturer. The dialyzer product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res revealed that the reported issue was not duplicated after removing the unit from service and testing. Functional testing performed by the res confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the failure mode. The ultrafiltration (uf) issue was not able to be duplicated during the on-site evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Subsequent treatment records indicated there was an ultrafiltration (uf) setting on the 2008k hemodialysis (hd) machine that was out of tolerance. Follow-up information confirmed the user facility¿s biomedical technician needed help performing the uf problem checklist. A request was made for a fresenius regional equipment specialist (res) to assist with performing the uf problem identification checklist. The res performed an on-site evaluation of the unit. The res completed the uf problem identification checklist with no issues identified. The 2008k hd machine was confirmed to be fully functional. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.